Event description:
During a stent placement procedure, the physician used a cook endoscopy zilver expandable metal biliary stent introduction system in the right hepatic duct. The stent deployed as intended. When attempting to remove the introduction system from the stent, the tip of the introduction system lodged on the stent. The initial reporter indicated "probably because the delivery system was pulled with excessive force," the inner portion of the introduction system broke and detached in the bile duct. The tip of the introduction system was not removed from the patient. The patency of the stent was confirmed. No additional medical procedures were immediately required due to this occurrence. The patient did not experience any adverse effects due to this observation. The patient's bilirubin level was reported to be stable, but the patient's general condition was reported to be bad. Reportedly a "wait and see" approach was administered.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Information provided indicated a sphincterotomy and dilation of the structured area was not performed. The instructions for use for product caution the user that assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement. These activities are performed in an effort to ensure smooth stent deployment and uneventful introduction system withdrawal. This could have contributed to the reported observation. The information provided indicated that the inner portion of the introduction system reportedly broke "probably because of the delivery system was pulled with excessive force. If excessive pressure is applied to the introduction system, perhaps in response to lodging of the introduction system on the stent, this could have caused the reported introduction system breakage and detachment. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of the tip becoming lodged inside the stent. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.